Manufacturer narrative:
This ipg serial number was included in field advisories. (B)(4). Evaluation codes: results: the complaint for "frequent charging required" was not confirmed. The battery capacity exceeded the expected calculated stimulation time. The ipg charged normally with lab equipment. The autotest failed ucod due to no output on channel 6, 7, 8, 13, 14, 15, and 16. Visual inspection revealed broken feed through wires on channel 6, 7, 8, 13, 14, 15, and 16. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing increased recharging burden. Reprogramming was performed, but was non-beneficial. As a result, the patient's ipg was explanted and replaced.